Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not properly delivering insulin. Additionally, it was reported that a cartridge alarm 8 occurred. Customer's blood glucose level ranged between 100-800 mg/dl which was addressed by administering a manual injection. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.